Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process the pump requested a minimum of 100 units be loaded into the cartridge. Reportedly, the customer had filled the cartridge with 300 units. Customer was able to successfully load a new cartridge onto the pump and resume insulin therapy. Customer had elevated blood glucose levels (492 mg/dl). Customer stated that elevated bg's caused the customer to get a yeast infection. Customer delivered boluses to stabilize blood glucose levels.